Manufacturer narrative:
The customer¿s products have been requested for an investigation. A follow-up report will be filed once additional information is obtained. The actual date of the event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was lower than he felt. The customer stated that ¿about 4 weeks ago¿ (did not remember the exact date) he ¿felt really bad, was throwing up, felt symptoms of high blood sugar¿, and decided to check his blood sugar level. He checked his blood sugar with his adc meter and it was 120 mg/dl (time not reported). The customer stated he vomited 5 more times, and called his doctor, who advised him to go to the hospital. He went to the hospital at 1 pm, where his blood glucose was measured at 496 mg/dl. The customer was diagnosed with dka (diabetic ketoacidosis), and given an intravenous insulin drip and an injection for nausea. He was hospitalized for ¿at least 10 days¿, but did not provide the dates of admission or discharge. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: section d-4 (test strip lot number) and (expiration date) has been updated based on the returned product. The reported product's were returned and investigated. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was lower than he felt. The customer stated that ¿about 4 weeks ago¿ (did not remember the exact date) he ¿felt really bad, was throwing up, felt symptoms of high blood sugar¿, and decided to check his blood sugar level. He checked his blood sugar with his adc meter and it was 120 mg/dl (time not reported). The customer stated he vomited 5 more times, and called his doctor, who advised him to go to the hospital. He went to the hospital at 1 pm, where his blood glucose was measured at 496 mg/dl. The customer was diagnosed with dka (diabetic ketoacidosis), and given an intravenous insulin drip and an injection for nausea. He was hospitalized for ¿at least 10 days¿, but did not provide the dates of admission or discharge. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (PMA/510(k)#) was incorrectly documented in the initial MDR 30 day report; has been updated. The reported ¿report date¿ was incorrect on the initial submission. The correct report date is (B)(6) 2016.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was lower than he felt. The customer stated that ¿about 4 weeks ago¿ (did not remember the exact date) he ¿felt really bad, was throwing up, felt symptoms of high blood sugar¿, and decided to check his blood sugar level. He checked his blood sugar with his adc meter and it was 120 mg/dl (time not reported). The customer stated he vomited 5 more times, and called his doctor, who advised him to go to the hospital. He went to the hospital at 1 pm, where his blood glucose was measured at 496 mg/dl. The customer was diagnosed with dka (diabetic ketoacidosis), and given an intravenous insulin drip and an injection for nausea. He was hospitalized for ¿at least 10 days¿, but did not provide the dates of admission or discharge. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This serves as a correction report. (Evaluation codes) were incorrectly documented in the MDR 30 day follow up #1 report. Evaluation codes has been updated.

Event description:
A customer reported receiving a reading on his adc blood glucose meter that was lower than he felt. The customer stated that ¿about 4 weeks ago¿ (did not remember the exact date) he ¿felt really bad, was throwing up, felt symptoms of high blood sugar¿, and decided to check his blood sugar level. He checked his blood sugar with his adc meter and it was 120 mg/dl (time not reported). The customer stated he vomited 5 more times, and called his doctor, who advised him to go to the hospital. He went to the hospital at 1 pm, where his blood glucose was measured at 496 mg/dl. The customer was diagnosed with dka (diabetic ketoacidosis), and given an intravenous insulin drip and an injection for nausea. He was hospitalized for ¿at least 10 days¿, but did not provide the dates of admission or discharge. There was no report of death or permanent injury associated with this event.